Manufacturer narrative:
Siemens is investigating this issue.

Event description:
Discordant cancer antigens (ca19-9) patient results were obtained on an advia centaur xp instrument. The initial result was not reported to the physician(s). The same sample was autodiluted and repeated on the same instrument, resulting in another discordant result. The operator performed another repeated, manual dilution twice more on the same instrument. The manual dilution results were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00129 on 06feb2020. Additional information (28jan2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse did not find any issue with the hardware and confirmed that there was an 'over-dilution' error flagged. Siemens concluded that cause of the event was an over-dilution of the sample through improper dilution ratio preparations. The instrument is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect the additional information.